Manufacturer narrative:
Refer to evaluation summary: (B)(4) it was reported that during an afib - atrial fibrillation procedure, the customer experienced the signal interference (noise) on all signals and on both ep recorder and carto. The physician did not have at least one ECG signal available to monitor patient heart rhythm. The case was completed by changing catheter (lot# 17063896m) without any patient consequence. This type of issue is assessed as a reportable event. In addition, when the customer tried to flush a smarttouch catheter (lot# 17135662m) at 60cc/min, they experienced an irrigation inadequate issue. This issue was noticed before using in the patient. The case was continued by changing the catheter. This issue is not reportable issue catheter #1 (17063896m): upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrode # 6. Further examination revealed that the lead wire # 6 was broken causing the improper signal condition. The device history record was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Catheter # 2 (17135662m): upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the reported event, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an afib - atrial fibrillation procedure, the customer experienced the signal interference (noise) on all signals and on both ep recorder and carto. The physician did not have at least one ECG signal available to monitor patient heart rhythm. The case was completed by changing catheter (lot# 17063896m) without any patient consequence. This type of issue is assessed as a reportable event. In addition, when the customer tried to flush a smarttouch catheter (lot# 17135662m) at 60cc/min, they experienced an irrigation inadequate issue. This issue was noticed before using in the patient. The case was continued by changing the catheter. This issue is not reportable issue.